Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Functional test could not be performed because the suture containing the knot, suture trimmer and snare knot pusher were not returned, thus the reported suture break could not be confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated nonconforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for suture detachment reported from this lot. Reportedly, a femoral angiogram was not performed. The instructions for use, states: perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). A femoral angiogram or other vessel imaging was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure of the superficial femoral artery. Reportedly, after deployment, the knot was advanced with the knot pusher where the knot progressed smoothly and hemostasis was achieved; however, while tightening the knot the suture broke and suddenly bleeding started. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No femoral angiogram or other vessel imaging was taken. The physician is reportedly trained in the use of the proglide device. No additional information was provided.